Event description:
Additional information was received. It was reported that there was a partial removal of the existing catheter and it was spliced. It was noted that there was a new pump and pouch used. At the time of report, the pump had not yet been refilled. The patient was returning to the clinic on the week of report. About three weeks later, it was reported that, on the week prior to report, the patient was very happy with the outcome and her therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8590-1, lot# n323952, implanted: (B)(6) 2012. Product type: accessory: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that the patient had a kink in the catheter. The patient went in for surgery (as previously reported) and the kink was in front of the pump. The patient stated that now that she had a replacement catheter that did not kink, and the pump was in, that it worked very well, and she took less oral medication. The pump was being used to infuse fentanyl and bupivacaine (unknown concentrations and doses).

Event description:
It was reported that there was a volume discrepancy. The expected residual volume (erv) was 12.5 ml and the actual residual volume (arv) was 18.7 ml. Upon surgical revision on (B)(6) 2013, there was an observation of the sutureless pump connector showed the side port was "jammed" into the "cup" of the connector. The patient did experience a loss of therapeutic effect, and a return of buttock pain as a result of the event. The pump was delivering bupivacaine.